Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, customer received 2 potential false negative results while using their cue covid-19 test for home and over the counter (otc) use (cartridge 85393362 and 85393337, lot 19981e, reader 12102010155018). Customer has some symptoms such as cough but no fever. Customer followed up with an antigen test on an unspecified date and received a positive result (brand of antigen test not provided).